Manufacturer narrative:
An internal investigation was conducted and it was determined that the product was made in accordance to its requirements as stipulated in the device master record (dmr). There is no evidence that the device was the cause of the situation. The distributor has submitted a MDR to the FDA. This duplicate MDR is being submitted in order to comply with regulations.

Event description:
On (B)(6) 2010, the distributor reported that a surgeon performed an open latarjet with the use of the depuy mitek bristow latarjet instability shoulder system for fixation. The surgeon, conducted the procedure without using all of the necessary instrumentation in the system; he did not use the disposable kit that is provided for each procedure. Because of this, the surgeon did not have access to the correct guidewires or the correct positioning cannula during fixation of the graft. Consequently, he did not feel that he achieved a strong bite of the screws fixating the graft. Subsequently, post-op, the fixation screws backed out of the bone holes causing the fixation to fail. The pt underwent another open procedure for remedy on (B)(6) 2010. At this re-surgery, the fixation devices were removed from the body and re-fixated using other devices. This 2nd procedure concluded satisfactorily.